Event description:
It was reported, that the patient presented at a follow-up in clinic. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited high capture thresholds. The patient underwent fluoroscopy. And there were no remarkable changes noted. The rv lead was capped on (B)(6) 2024 and was replaced. The patient was in stable condition.